Event description:
The reporter called and asked to remove the pt from a mailing list because the pt had expired. The death certificate listed cardiopulmonary arrest, due to aspiration pneumonia, due to cerebral palsy and seizures. Tracheotomy was also listed under other significant conditions contributing to death but not resulting in the underlying cause. The manner of death was listed as natural. The pt died after being admitted to the hosp. It is unknown how long the pt was in the hosp prior to their death. An autopsy was not performed. It was further reported that the device was discarded prior to the pt being cremated. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect device performance. There is no information suggesting that the ncp system caused or contributed to pt's death.